Event description:
While attempting to draw blood using the greiner bio-one vacuette, the needle became unsteady and the "butterfly" part of the device needed to be held down to prevent the level part of the needle from flipping over. There was no pt injury associated with the product malfunction.